Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. During the analyzes of the history log files no abnormalities could be detected. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. The downstream sensor was checked and the pressure staility of the safety clamp concerning the percolation (free flow possibility) was checked. Further a special investigation of the air sensor was performed. Air bubbles were injected into the infusion line and detected from the pump. All values according to the specifications of the technical safety check (tsc). Due to the previous results of the investigation of the history log files, visual and functional investigation, only the upper housing part was removed. No damage or soiling could be detected. The complaint could not be confirmed. During the performed investigation of the air sensor no deviation could be detected. The pump operate within our specification.

Manufacturer narrative:
(B)(4). When the history data has been read, we know which one is affected. The preliminary investigation will also take place at the customer's place. In addition to the safety officer of the university of (B)(6), 1 service technician from b. Braun (B)(4) will also take part. The date is scheduled for mid-august. A follow-up report will be submitted when the results of the investigation are presented.

Event description:
As reported by the user facility (B)(4): "air detector is wrong". Customer information: "probably a patient suffered stroke symptoms during an i.v. Infusion with nutritional solution via infusomat space pump."